Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the wear on the adhesive around the light guide lens, the peeling on the acoustic lens, and the chipped adhesive around the objective lens was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified wear on the adhesive around the light guide lens, peeling on the acoustic lens, and chipped adhesive around the objective lens. There was no patient involvement.